Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading process, and customer could not reload original cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, delivered 9-unit bolus as instructed, then worked with technical support to load new cartridge using proper technique, successfully resumed insulin therapy, and later continued insulin use without further reported issues.